Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were found. They flushed the catheter and observed fluid leaking from the handle. The catheter was dissected and injected coloured fluid through the system to identify the leak path, which was identified between the tubing and the distal luer. The reported allegation of irrigation failure was confirmed, and the root cause for the leak was traced to device design due to the location of the leak occurring between the flush tubing and the attached luer.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, leaking out of the catheter handle was noticed. The catheter was tested outside of the patient to see if the catheter still flushed, however, this was still observed in the handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, leaking out of the catheter handle was noticed. The catheter was tested outside of the patient to see if the catheter still flushed, however, this was still observed in the handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.